Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a normal generator change out procedure with right atrial (ra) lead revision due to high threshold observed on the ra lead. The physician stated that the high capture thresholds were not contributed by the lead. The lead was capped and replaced on (B)(6) 2019. The patient was not symptomatic and did fine before during, and after the procedure.